Event description:
The patient had difficulty with getting coupling bars during the last few recharging sessions. It takes a long time for the patient to find the right spot for the antenna to get the coupling bars. Last week the patient was still able to get 8 bars. Today the patient repositioned the antenna 16 times, used antenna dial and all coupling bars were empty. The patient does not use the recharging belt, just holds the antenna over. Once a company representative did antenna located feature with the patient and she wanted to do it again on the phone to find the right spot. When the antenna locate feature was performed, the patient was able to get 8 coupling bars. The patient was assisted with using the antenna locate feature, first number was 54 and was able to find a spot where antenna locate showed 70. The use of the antenna locate resulted in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. When exited from the antenna locate feature, a por message was reported. A por message was also seen on the recharger earlier today when charging was started. The patient programmer (pp) was fine. The pp was used last week and there were no por messages. The patient did not want to try the pp because she did not want to take off the recharger antenna since she had 8 coupling bars. The patient would use the pp later. It was reported on (B)(6) 2014 that the patient had not found a managing physician for the ins. It was unknown what the code was when the por came on. The patient was receiving stimulation, it just did not relieve all of her discomfort. The device has not been interrogated for at least 6 months. The device was checked and the only patient symptom was feeling the usual pain, just increased from baseline.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).